Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue.there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: the black box history showed evidence of unexplained reboot events and battery alarms following the reboot events on the complaint date. No battery or cartridge caps were returned with the pump. All testing was performed with test caps. The pump powered on with a test battery cap. The battery cap was unable to fully tighten. Battery compartment cracks were observed in the thread area and from the thread area to the case seal. Evidence of moisture contamination was observed inside the battery compartment. Current draws were within specifications. A leak test showed leak at the battery compartment crack. The pump case was removed. No evidence of additional moisture was found inside the pump. A "battery life" issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.